Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) sn (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with symptoms of worsening heart failure and fluid overload; the patient was provided intravenous diuresis and, at the time of discharge, was switched to diuretics taken by mouth. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two years post ventricular assist device (vad) implant, the patient presented to the hospital with symptoms of worsening of heart failure and fluid overload. The patient was provided intravenous (IV) diuresis and was later switched to by mouth diuretics at the time of discharge. Of note, after discharge, the patient¿s vitals signs were normal. The vad remains in use. No further patient complications have been reported as a result of this event.